Event description:
Customer alleged while she was being pushed in rollator, she fell backward. Minor injury alleged.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. (B)(4) 2012 - (B)(6) - the consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The maintenance history of the device is unknown. The consumers technique while using the device is stated that she was being pushed while seated on the (B)(4) rollator. The owner's manual part number (B)(4) rev f ((B)(6) 09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer stated that she was sitting on the seat of her (B)(4) rollator and was being pushed on the boardwalk when she allegedly fell backwards onto her back. Consumer allegedly sustained injury to her back and knee, some bruising. Medical intervention was sought. Page 1 of the operating instruction sheet states a warning, "do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated. The brakes must be in the locked position before using the seat". Invacare advised the dealer of the incident and suggested that the consumer be retrained by going over the instruction sheet. Invacare also asked the dealer to have the consumer sign the instruction sheet at the bottom which indicates that she has read and understood how to use the unit properly. The dealer ha received the replacement unit and will deliver to the consumer. (B)(4) has been issued and the original product will be returned to invacare for an inspection and evaluation.